Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump functioned properly and all settings were displayed properly. There was no display anomaly noted, however, minor scratches on the display window were noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a really scratched up screen on the insulin pump. Customer stated that her doctor cannot see or read the screen anymore. Customer stated that there was a crack at the bottom of the reservoir compartment moving up toward the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.